Manufacturer narrative:
(B)(4). A device history review and service history review will be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned, a complete device analysis cannot be performed. A device history record review and a service history review were performed and revealed no issues that could have caused or contributed to the reported event. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an unknown alarm occurred on the home choice (hc). The home patient (hp) stated the alarm occurred the previous night, and they had just turned the hc off. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.